Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly also; moisture damage was also found on the motor, vibrator tube and battery tube assembly; unable to verify button keypad unresponsive due to blank display. Unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, operating currents, self test, a21 error test and off no power test due to blank display. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated that none of the buttons appeared to be working. The customer's blood glucose was 148 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not missing or damaged. The customer was advised to clean the battery cap with cotton swab with alcohol. The customer stated that the display did not return after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.